Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced adhesive issue with infusion set on (B)(6) 2026. The infusion set fell off during use. The infusion set was used for 9-11 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.